Manufacturer narrative:
The complaint investigation is still pending at this time. A supplemental emdr will be sent 30 days from when: either the complaint investigation is approved or if new information becomes available.

Event description:
A medwatch report # mw5171325 was received on (B)(6) 2025 stating that: with an ICU medical chemolock bag spike with clave additive port, there was a reported defect resulting in chemotherapy leakage during administration at patient bedside. The issue resulted in chemotherapy exposure to both patient and the frontline hospital staff.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. No samples or sister samples were available for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review could not be conducted due to the unknown lot number. The lot number provided by the customer was not a valid lot number. Lot number 14309899 was found to be similar to the lot number reported and the same item configuration. The lot 14309899 was reviewed and no relevant non-conformities were found that would have contributed to the attributed complaint.